Manufacturer narrative:
Updated field : b4 , g3 , g6 , h2 , h11. Corrected field : h6 ( component codes ).

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that fiber optic issue occurred on the cardiosave intra-aortic balloon pump (iabp). There was no patient harm or injury reported.

Manufacturer narrative:
Other contact phone number (B)(6). Updated field: b4, b5, d9(return to manufacture date), g3, g6, h2, h11 a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during use fiber optic issue occurred on the cardiosave intra-aortic balloon pump(iabp). There was no patient harm or injury reported.